Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A fast-draining battery issue was reported with the adc freestyle libre 2 reader. The "reader was charging, but battery could not hold charge" and therefore customer was unable to obtain low glucose alarm. The customer stated his blood glucose "fell below 20 mg/dl", he then became hypoglycemic, experienced seizure and loss of consciousness. The customer was treated with glucose by non-hcp and also had contact with a healthcare provider who administered intravenous dextrose. There was no report of death or permanent injury associated with this event.

Event description:
A fast-draining battery issue was reported with the adc freestyle libre 2 reader. The "reader was charging, but battery could not hold charge" and therefore customer was unable to obtain low glucose alarm. The customer stated his blood glucose "fell below 20 mg/dl", he then became hypoglycemic, experienced seizure and loss of consciousness. The customer was treated with glucose by non-hcp and also had contact with a healthcare provider who administered intravenous dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader was sufficiently charged. An extended investigation has been performed for the reported complaint. A power consumption test was performed and observed the off current to be within specifications. Therefore, this issue is not confirmed; no malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.